Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 780mg/dl. It was stated that the customer was vomiting, nausea and ketones. It was stated that the customer was treated with manual injections. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. It was stated that the customer had several CT scans and MRI while wearing the insulin pump. Performed a high pressure and displacement test and the tests passed. No further info was provided.